Event description:
Upon removal of a standard epidural catheter, a portion of catheter was missing. Additional information provided by the facility indicated that the patient complained of a strange sensation in his back while sleeping, and pulled at the catheter in his hand. When the nurse went to remove the catheter from the patient's back, the catheter was out of his back and was taped to the dressing. The tip was missing. A cat scan was performed and the tip was not located. The patient was discharged without incident. The lot number remains unknown.